Manufacturer narrative:
Upon receipt the lead was found cut 40cm proximal to the lead tip. The proximal fragment was not returned. Explantation aids were still inserted in and mounted on the distal lead fragment. The performance of the fragment was scrutinized, including a visual inspection. The inspection revealed severe marks of wear at several positions of the lead segments. In particular in the distal lead region the insulation was found worn through. This damage is assumed to be the root cause for the observed oversensing and inappropriate shocks. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Due to the extent of the extraction damages and the tissue residuals it is assumed, that the lead was significantly ingrown which may have affected the leads motion. The distal lead area was found covered in calcified tissue. Further damages like the deformed rv shock coil, the bend fixation helix and a fracture of the conductor cable leading to the rv shock coil most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 48 months, ventricular oversensing was reported.